Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection revealed header separation. The leads were stuck in the header due to both distal setscrews tightened against the lead pins. The distal setscrews moved freely and the leads removed without difficulty. All other setscrews moved freely and operated normally. The device counter and therapy history revealed that the device was able to deliver therapy prior to explant.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection and the device protruding through the skin. Two of the setscrews were not able to be retracted. Multiple torque and non-torque wrenches were used as well as mineral oil, however, the leads were not able to be removed from the header. As a result, the header was removed using surgical drills and cutters. It was suspected the pocket infection was secondary to a recent oral surgical procedure where the dental surgeon identified an infection in the tooth root. There was no report of adverse patient effects due to the explant procedure.